Event description:
On (B)(6) 2025, the user reported that after changing ilet supplies, transmitter, and dexcom g6 sensor, no continuous glucose monitor (cgm) readings were displayed on the ilet. Troubleshooting steps included restarting the ilet, toggling cgm settings, and verifying sensor insertion time. The user manually entered a bg value of 310 mg/dl (fingerstick 317 mg/dl, the highest recorded bg during event). The ilet continued to search for a transmitter until the dexcom sensor warm-up period completed. Later that evening, the user began receiving cgm readings and bg stabilized. The device provided a high bg alert. No symptoms were reported, and no medical intervention was required.

Manufacturer narrative:
At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.